Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the patient undergone esophagectomy with reconstruction of the gastric tube in the stomach, on the 5th day postoperative day, the patient evolved with a 50% of the esophageal gastric anastomosis in the posterior part and 5 cm in the gastric tube. It was also noted that there was tissue damage. On the 47th post operative day, the patient died.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.